Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter and usb cable. A new wall adapter and usb cable were sent to the customer. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. There was no reported adverse impact to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.